Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled. The concentration was changed from 2000 mcg/ml to 500 mcg/ml. A bridge bolus was programmed. The pt experienced an overdose and was unresponsive in the ICU. The pump was aspirated and they pulled out 19.5 ml. It was determined that a programming error had occurred with the bridge bolus. The hcp misunderstood the text while programming the bridge bolus. The hcp entered 2000 mcg/day into the old drug desired dose instead of 99.1 so the pt received the entire bolus dose of 908 mcg over 10 hours and 54 mins. Additional info has been requested, a f/u report will be sent if additional info becomes available.